Event description:
Consumer claims his humidifier has a milky white residue in the base like something melted in the unit. He is alleging this caused him to get sick and to be treated at a hospital

Manufacturer narrative:
Abuse by the consumer from failure to take preventive action to properly clean the humidifier will cause mineral build-up that can appear as a milky-white substance.